Manufacturer narrative:
Batch review performed on 18 july 2024: lot 2201056: (B)(4) items manufactured and released on 28-mar-2022. Expiration date: 2027-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affair director: two years after primary tka, instability of the joint is perceived by the patient and the patella tracking achieved at primary surgery seems to have become suboptimal. A thicker insert is used for the tibio-femoral joint, and the cause could secondary ligament laxity. Also, resurfacing of the patella is undertaken, in order to better position it inside the prosthetic trochlea. No reason to suspect a faulty or malfunctioning device.

Event description:
Revision due to lateralised patella and instability. At about 1 year and 8 months post primary patellar bone resurfacing and soft tissue release has been performed to centralize the patella. Inlay change from 10 to 14mm to increase the stability. Surgery completed successfully.